Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set has insufficient blood flow. This was discovered during use. The following information was provided by the initial reporter: material no. 367364, batch no. 8344598. It is reported blood was not flowing properly from wingset. Verbiage received via email, "winged set was attached to vacutainer holder. Needle was inserted, blood flowed down line but stopped and backed up through needle housing."

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set has insufficient blood flow. This was discovered during use. The following information was provided by the initial reporter: material no. 367364, batch no. 8344598. It is reported blood was not flowing properly from wingset. Verbiage received via email, "winged set was attached to vacutainer holder. Needle was inserted, blood flowed down line but stopped and backed up through needle housing."